Event description:
It was reported that within two weeks after implant, the ventricular lead had no capture. The lead dislodged and had backed up into the atrium. At the lead revision, the helix on the lead would not retract. The lead was explanted and at that time the helix was able to be retracted but then it would not extend again. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analysis found that the lead was stretched, the proximal conductor had blood/body fluid (not obstructed), the inner insulation was kinked buckled and the outer insulation was breached cut and there was blood in/on the helix/lobe mechanism. Visual analysis noted that there was apparent explant damage and that the lead being stretched caused the inner tubing to buckle. This prevents proper torque transfer when turning the is-1 pin. The lead was received with the helix fully retracted. When the helix was retracted during the procedure, the is-1 connector pin was turned an excessive number of times, resulting in distortion of the distal conductor within the connector.